Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/27/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. All the buttons were responsive during testing. The keypad cover was removed and no defect was found. Unrelated to the complaint; moisture was found on the battery canister. The battery compartment was observed to be cracked. The audio bolus button cover was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.